Manufacturer narrative:
Na.

Event description:
The customer received questionable high results for hdl-c plus 3rd generation for two patient samples. The customer runs qc every hour and when it was out of range, they repeated an unknown number of patient samples on another modular system. The results for two patient samples did not agree with the original values. Patient 1 initial result was 69 mg/dl and the repeat result was 43 mg/dl. Patient 2 initial result was 73 mg/dl and the repeat result was 44 mg/dl. The initial results were reported outside the laboratory. The repeat result was believed to be correct and corrected reports were sent. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found the concentrated waste lines of rinse station were clogged causing a fluid failure. He replaced the waste tubing lines, cleaned the rinse station probes, and replaced the reaction cells. He ran calibration and qc with results within specifications. A query performed found no past issues of this nature on any like instruments for the last 12 months at this site. No abnormal trend was identified